Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging with no visible damage. The actuator was fully pressed. A piece of the suture was returned with the device t1 and t2 anchors were not returned. A functional evaluation revealed the actuator functioned as expected. A review of the customer provided image confirms the devices batch number and product number. The anchors appear cut from the suture. The actuator of the device has been fully actuated indicating deployment of t2 manually. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair, using the ultra fast-fix assembly - curved, t1 and t2 were deployed at the same time. The procedure was successfully completed using a back-up device. No patient injury was reported. It is unknown if there was any delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.